Event description:
This complaint is now reportable based on the analysis completed on 02/04/2009. It was reported that during a coronary artery bare metal stenting treatment procedure, the stent could not cross the lesion. The physician was treated a 92% stenosed, severely tortuous, moderately calcified proximal lad (left anterior descending) artery lesion. It was reported that the physician used ivus (intravascular ultrasound) to analyze the lesion. The physician attempted unsuccessfully to cross the lesion with a 5.00x20mm liberte' bare metal stent and encountered significant resistance when attempting to cross the lesion. The physician then placed an unspecified 5.00x24mm bare metal stent in the lesion successfully. There were no patient's condition was reported as "good". The returned product analysis showed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch showed that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 2 from the proximal edge were raised proximally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause classification for this event will be operational context.